Event description:
It was reported to manufacturer that the patient was seen for a follow up visit due to an increase in seizure frequency, and the physician was not able to interrogate the patient's device. The physician had no further problems with the programming system as they were able to use it to interrogate other vns patient's devices with no problems, thus ruling out the programming system as the cause of the communication problems. The physician believed that the communication problems, and the increase in seizures were related to the generator having reached end of service, which was supported by a battery life calculation. The patient subsequently had surgery where the generator was replaced without incident. The generator was returned to manufacturer for analysis where the end of service condition was verified. However, during the supply current testing, the current consumption rate did not meet specification requirements. These measurements demonstrate an increased current consumption for the device. It was determined that the most probable cause of the out of specification was a result of a leaky c6 capacitor. With the capacitor substitution for c6, the pulse generator module performed according to functional specifications. However, results of the battery life calculation confirm that the generator was approaching end of service, and as a result, the extent to which the c6 capacitor may have contributed to the end-of-service condition cannot be determined.